Event description:
Upon hanging secondary antibiotic (zosyn), I noticed that though the pump was programed to run at 12.5 ml/hr, it was running free flow. Tubing was then clamped. I changed the secondary tubing and IV channel changed but the error continued. I then changed out the primary tubing, which corrected the problem. Manufacturer response for alaris IV tubing, (brand not provided) (per site reporter): the product is under a current recall and bd is fully aware of these ongoing issues.